Manufacturer narrative:
At this time it is unknown if this lead will be returned. Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information was reported that the lead failure was intermittent loss of capture in the atrium. No adverse patient effects were reported in association with the clinical observations. The ra lead was explanted and replaced with an active fixation lead. At this time, the explanted lead has not been returned to boston scientific for laboratory analysis. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information right ventricular (rv) lead was explanted due to a unspecified lead failure. No adverse patient effects were associated with the explant procedure.